Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering noted blood and eschar on the jaws of the device. During functional testing, engineering performed actuation tests and was able to replicate the event observed during the procedure. The root cause of the event is due to a damaged handle lock. When the handle is immediately actuated after unlatching, there exists the possibility of the handle locking component becoming bent and thereby causing the handle to become stuck. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information received 22sept2016: to loosen the broken voyant(handpiece), which was closed with it jaws in the tissue. They had to loosen it with other instruments, by cutting in the surrounding tissue around the jaws.( it was not possible to open the jaws on the broken voyant handpiece). They did use a siccor to divide and a new voyant to seal small bleedings. After freeing the broken voyant, they continued the procedure as normal with the new handpiece.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Gastric sleeve- "almost finished dividing the stomach from intestines, then there was a braking sound and the surgeon couldn't open rhe handle with tissue in the jaws. Tried to open with forse, but it was stacked. Had to use other instruments to free the voyant from the tissue, but no injury on the patient. I the tm tried to open the jaws after the procedure. Had success twice. But then it was locked again. The item has been picked up at the tm, and you have to pick it up at;" patient status - "no injury to the patient."